Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, it was necessary to remove the dental implant during its installation surgery in consequence of the patient¿s bone plate fracture.